Manufacturer narrative:
This is an initial report. The customer's product has been requested back for investigation. A follow-up report will be filed once the investigation results are available.

Event description:
It was reported that, "when opening (23mm body) the "bolt" fell on the floor. The surgeon and nurse felt the packaging was the "cause" so I had to open a (21mm body) to utilize the bolt."

Event description:
Customer reported receiving erratic readings on their adc blood glucose monitor. Customer reported receiving readings of 472 mg/dl, 53 mg/dl and 58 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zones showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Customer's meter (B) (4) was returned for investigation. The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. The readings the customer reported were found in the meter memory.